Event description:
It was reported that the patient was not getting adequate relief in her back or lower extremities and also experienced pain over the implantable pulse generator (ipg) site. The patient underwent a revision procedure in which the ipg was replaced and relocated to the lower buttocks.